Event description:
Additional information was received. The cause of the failure to open and subsequent damage could not be determined. The pipeline device had not been placed in a vessel bend at the time of the failure; it was positioned in the m1 horizontal segment.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a dense mesh stent procedure, the operator used a synchro-14 guidewire to advance the intermediate catheter (navien) to the c4 posterior curve and navigated the marksman microcatheter to the distal m2 segment. After fully hydrating the ped-450-20 stent, the stent was delivered into the catheter and deployed at the m1 horizontal segment. During deployment, the distal/tip end of the dense mesh stent consistently failed to open. The operator made multiple attempts at pushing, pulling, and retrieving maneuvers, but was still unable to open the distal/tip end properly. Considering that repeated attempts may have caused intimal injury to the patient¿s vessel, the stent was withdrawn. It was found that the distal/tip end of the stent had become conical and the tip of the catheter was deformed. To ensure the smooth progress of the procedure, both the catheter and stent were replaced. The rest of the procedure was completed successfully, and the patient experienced no adverse reactions. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 229431694); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿as found condition: the marksman catheter and pipeline flex device were returned for analysis inside a sealed biohazard bag and inside a shipping box. ¿damaged location details: the marksman catheter tip and marker were examined, and no damage was noted. The catheter body was kinked at ~12.5cm and ~15.5cm from the distal tip. The pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open without damage. No other anomalies were found. ¿testing/analysis: the marksman catheter total and usable lengths were measured within specifications. The catheter was flushed with water and found to be patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub without issues; however, resistance was observed at the damaged locations. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the returned pipeline flex braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the pipeline device had not been placed in a vessel bend, ruling out the user deploying the braid in the vessel bend as a possible cause. Therefore, vessel tortuosity and damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The customer¿s ¿catheter kink/damage¿ report was confirmed, as the returned marksman catheter was damaged (kinked). However, the cause of the damage could not be determined. Possible causes of the damage include vessel tortuosity and the user advancing/retrieving an intraluminal device against resistance. Possible causes of resistance include a lack of continuous saline/heparinized saline during the procedure. However, the cause of the resistance could not be determined. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.